Event description:
It was reported that the patient passed away. The cause of death was hypoxic respiratory failure. The patient was on hospice because of chronic obstructive pulmonary disease (copd) and end stage heart failure (hf). The patient's family and medical team mutually decided based on clinical outlook and quality of life that hospice was the best option. The pump operated as expected. The death was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1, "introduction," lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.